Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported receiving multiple motor error alarms from his insulin pump. The insulin pump was not exposed to a strong magnetic field. The customer's blood glucose level was 465 mg/dl. The high blood glucose levels was treated with the pump and a manual injection. No further info was reported.